Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with diabetic ketoacidosis. The patient reported that they had high blood glucose levels and large ketones (no exact values provided) that they attempted to lower themselves by administering uinsulin through the pod, however this was unsuccessful. The patient was treated with an intravenous insulin drip. The patient was released 5-8 hours later, on the same day. The patient was able to apply a new pod and continue treatment.